Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold rotary s1 25mm 1 ptgrs125 broke during use. No injury occurred.

Manufacturer narrative:
Investigation results: returned 2x broken files in an autoclave bag and 14x sealed files. Per ansi/aq z1.4-2003 inspector's rule (using single sampling plan 'normal' at inspection level s2 with aql 1.5), a sample lot of 8 were checked. Checked under microscope and found no manufacturing marks or defects. Files were measured using opt comp-007 (calibration date 2/16/2023), all 8 passed for d2, d6, d13, and wire size, see attached inspection form. Engineering also measured 2 files on the nikon 7 (calibration date 8/18/2022) for d2, d6, and d16 and both files passed. See attached inspections forms. Engineering advised as no further testing required as sealed returned product meets specifications. DHR investigation: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Root cause: no defect proven. Conclusion code: no failure found.